Event description:
The coblation wands were used on patient but the performance diminished significantly after initial usage. Another wand was opened but the same thing was experienced. Used an alternative technology to complete the operation.

Manufacturer narrative:
There was no relationship found between the returned device and the reported incident. Visual inspection under magnification of the wand shows moderate electrode wear with discoloration and scuff/scratch marks on the spacer and return electrode. The insulation on the shaft is intact. There were no manufacturing abnormalities found. During the functional test, the coag and coblate function were tested and performed as intended on all three electrodes. The suction line was tested by using a syringe and performed as intended. The saline line works as intended. There were no manufacturing abnormalities and no functional issues found. The complaint was not verified and the root cause for this event could not be determined with confidence. Factors that could have led to the reported failure includes: not having sufficient saline outflow in order to maintain the formation of plasma or possibly not having sufficient suction which decreases the functionality of the device. Factors unrelated to the manufacture or design of the device which could have contributed to the reported event is the controller or the foot control which were not returned for evaluation. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.